Event description:
It was reported that the implantable neurostimulator (ins) was implanted past the use by date.

Manufacturer narrative:
Product ID: 3093-28, lot# va06j7n, implanted: (B)(6) 2013, product type: lead. (B)(4).